Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance anomaly. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited high out of range impedance measurements, which triggered to lead safety switch to unipolar mode. It was confirmed through the programmer and impedance testing. The patient was having oversensing secondary to the lead safety switching. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. While the pacemaker was replaced due to normal battery depletion. No additional adverse patient effects were reported.